Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of off no power anomaly from the insulin pump. The customer's blood glucose reading was 94 mg/dl. The customer took the pump off for a bath and discovered that the pump turned off. The customer tried new batteries and the pump did not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the lcd board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the off no power alarm, or battery icons anomaly due to the blank display. The pump had minor scratches on the display window and a cracked reservoir tube lip.